Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the portex® bivona® neonatal and pediatric tts¿ (tight-to-shaft) tracheostomy tube was in use with patient (8-10 hours) when the cuff no longer fit correctly in the patient's trachea. According to the report, the tracheostomy tube was unable to move further down the patient's throat. Reporter stated that "15 days ago" the issue caused a vital desaturation and a tracheostomy tube change was required. The mother of the patient observed the reported incident. The device cuff was inflated with 9-10cc's of water. No permanent adverse effects reported. Related MFR #: 3012307300-2017-00836.